Event description:
The user was noted to have reported via zendesk, as follows: " I ordered two boxes of tests and one of them expires in a month and appeared to have a false negative when we took one from each box and the other was positive. "

Manufacturer narrative:
Customer service followed up via email on july 28, 2023, to inquire for additional information. We haven't received the customer's reply. The initial report suggested there were no medical interventions or treatment provided; however, the current status of the number of patients is unknown there was no information provided regarding the lot number of the antigen test kit; therefore (B)(6) labs, inc., could not conclude if the test kit was a counterfeit product or not. The user/patient did not share the contact information for further investigation. As noted in the IFU, under step 6 read result: results should not be read after 30 minutes (results shown at 2x magnification). Note: a false negative or false positive result may occur if the test result is read before 15 minutes or after 30 minutes